Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: I believe this is related to previous reports for blocked needle concerns on the 305916 needle causing the plunger to not depress due to needle not allowing fluid to push through. "I¿m belatedly checking in to let you know mas is still experiencing plunger issues.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: I believe this is related to previous reports for blocked needle concerns on the 305916 needle causing the plunger to not depress due to needle not allowing fluid to push through. "I¿m belatedly checking in to let you know mas is still experiencing plunger issues.